Event description:
The following was reported to hamilton medical ag: the device freezes on the startup screen, before the software info is shown and starts alarming. We are unable to get the log files. Problem is with the esm module (msp160565). I have attached a picture of the current esm board that is in the defective device.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure mode description: phase: startup / selftest. Component: esm. Failure effect: blue boot screen is displayed, device alarms. Ventilation cannot start. Root cause: defective esm board. Correction: replacement of the esm board.